Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2017 that on attempting to access the hickman line for the first time, it was noted that the healthcare professional could not flush the line. The patient was sent for a linogram which showed one lumen blocked and another had split. The line was removed. There was no reported patient injury.